Manufacturer narrative:
Catheter: model# 8709, lot# l81438, implanted: (B)(6) 2000, explanted: unk. (B)(4).

Event description:
Patient stated the pump was not working as expected and reported volume discrepancies. Patient stated hcp would get back 2.5ml or more. Patient missed a refill. Patient went to the emergency room. Patient was not in their home state and was planning to go to their home state to get a refill. No alarms were heard. The pump was delivering hydromorphone, clonidine, bupivacaine and droperidol. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).